Event description:
The rn was in the medication room preparing IV tubing. A normal saline (ns) bag was spiked with the baxter continu-flo solution set, and even though tubing was clamped, the ns started to fill the drip chamber and run through the line. A leak was noted in the tubing, with ns squirting out of the leak. The tubing had just been taken from the package.